Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic procedure using the subject device, the endoscopic image of the subject device was not displayed. The user used the subject device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board due to the deterioration of the component by repeatedly long-term use because more than eight years had passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.